Event description:
Resident was found in floor between bed and wall. Back bedrail was pulled up but was found with rail down- the metal piece that keeps the rail up in place broke resulting in the patient falling out of bed and getting a hemotoma and laceration to upper left eye. Threated insert inside of metal bar wield breaks lose resulting in cane falling. M.d. Notified and resident transported to hospital where obtained sutures to area. Maintenance was informed of problem with bedraildevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: material degradation/deterioration. Conclusion: device failed just prior to use, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.